Event description:
It was reported that a transmission of a conductive telemetry transmitter failed due to a data problem due to a cyclic redundancy check (crc) error observed on the device. Abbott technical support was contacted, and the device was reinterrogated to resolve the event. The patient was in stable condition.